Event description:
The patient was implanted with an ams monarc to treat for stress urinary incontinence. It was reported that the patient has experienced severe and permanent bodily injuries and significant mental and physical pain and suffering, including but not limited to dyspareunia, urge incontinence, extreme pelvic pain, pain during urination, and abnormal vaginal discharge and odor.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.